Event description:
It was reported that a vns patient experienced an increase in seizures. At the moment, the relationship of the increase in seizures to vns therapy and to pre-vns baseline seizure level in unknown. Good faith attempts to obtain additional information have been unsuccessful to date.